Event description:
During a therapeutic procedure on a pt, the physician failed to access the pt's common bile duct. The nurse then removed the jagwire in preparation to use a small device, but upon removal it was observed that the 5 cm distal tip had almost broken from the shaft. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.